Event description:
Customer reports that she obtained results of 53mg/dl on a lab and 89mg/dl on her device. The comparison samples were taken at the same time. No treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.